Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system arrived at the emergency room (ER) after experiencing shortness of breath (sob) and shocks. The health care professional (hcp) stated that the consult reports were not being received. In addition, ts identified that anti-tachycardia pacing (atp) therapy accelerated the rhythm into ventricular fibrillation. Five shocks were delivered in an attempt to terminate the ventricular arrhythmia and eventually successfully converted to sinus rhythm. A signal artifact monitor (sam) event was also noted. This ICD remains in service. No additional adverse patient effects were reported.